Event description:
The report states that "the patient was admitted at 02:50 on (B)(6) 2022. The white screen appeared about 20 to 30 minutes after the normal implantation. The white screen lasted about 20 to 30 minutes. The engineer checked the interface, and then restart the pump, it can work normally. The patient died at 06:30 on (B)(6) 2022." Additional information states that the physician does not believe that the pump contributed to the patient's death. After the pump displayed a white screen, the pump was ultimately swapped out for a non-teleflex pump, then the patient expired. The underlying disease of the patient's condition was heart disease. Per the customer, the hospital did not provide the cause of death. No autopsy was performed.

Manufacturer narrative:
(B)(4).

Event description:
The report states that "the patient was admitted at 02:50 on october 29, 2022. The white screen appeared about 20 to 30 minutes after the normal implantation. The white screen lasted about 20 to 30 minutes. The engineer checked the interface, and then restart the pump, it can work normally. The patient died at 06:30 on (B)(6) 2022." Additional information states that the physician does not believe that the pump contributed to the patient's death. After the pump displayed a white screen, the pump was ultimately swapped out for a non-teleflex pump, then the patient expired. The underlying disease of the patient's condition was heart disease. Per the customer, the hospital did not provide the cause of death. No autopsy was performed.

Manufacturer narrative:
(B)(4). The reported complaint of "white screen" is not able to be confirmed. No part was returned for investigation. According to the event detail, the issue was resolved after rebooting the powerbased on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.